Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A clinical review was performed by physio and determined that manual CPR or the use of the device may have contributed to capsular liver tear. Injuries to the liver happens during both manual and mechanical CPR and there are no significant differences in the incidence of liver injuries. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control was made aware of the article "major liver trauma post-mechanical cardiopulmonary resuscitation- first reported case of survival with normal cardiovascular and neurological outcome" published in oxford medical case reports 2020;4, that mentioned a patient event where the device use had potentially caused capsular liver tear in a (B)(6) year-old male post cardiopulmonary resuscitation. The patient associated with the reported event was immediately taken for a hepatic surgical repair. The patient survived with good neurological outcome and was discharged from hospital nine days later.

Event description:
Physio-control was made aware of the article "major liver trauma post-mechanical cardiopulmonary resuscitation- first reported case of survival with normal cardiovascular and neurological outcome" published in oxford medical case reports 2020; 4, that mentioned a patient event where the device use had potentially caused capsular liver tear in a 54 year-old male post cardiopulmonary resuscitation. The patient associated with the reported event was immediately taken for a hepatic surgical repair. The patient survived with good neurological outcome and was discharged from hospital nine days later.

Manufacturer narrative:
Section h1, type of reportable event of the initial medwatch report indicates malfunction. Section h1, type of reportable event of the initial medwatch report should indicate serious injury.

Manufacturer narrative:
The customer was contacted numerous times for more details, but no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The reported issue could not be verified and the cause of the reported issue could not be determined.

Event description:
Physio-control was made aware of the article "major liver trauma post-mechanical cardiopulmonary resuscitation- first reported case of survival with normal cardiovascular and neurological outcome" published in oxford medical case reports 2020;4, that mentioned a patient event where the device use had potentially caused capsular liver tear in a 54 year-old male post cardiopulmonary resuscitation. The patient associated with the reported event was immediately taken for a hepatic surgical repair. The patient survived with good neurological outcome and was discharged from hospital nine days later.